Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation and additional information from the valve clinic coordinator. The following section of this report has been updated: b4, b.5 g3, g6, h2, and h6. The complaint for post implantation regurgitation was unable to be confirmed due to low quality of provided imagery, the imagery review was inconclusive. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 2 years and 6 months post carotid tavr procedure with a 26mm sapien 3 valve in the aortic position, the valve was failing. The perceived root cause of the valve failure is aortic insufficiency''. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
Per the valve clinic coordinator, unfortunately, prior to the tee, the patient expired. The cause of death was hypoxic respiratory failure and covid. The patient's death was not a result of the tavr valve or tavr procedure. There is no allegation an edwards device caused or contributed to the death.

Event description:
As reported by a field clinical specialist (fcs) through email, approximately 2 years and 6 months post carotid tavr procedure with a 26mm sapien 3 valve in the aortic position, the valve was failing. The perceived root cause of the valve failure is aortic insufficiency. The patient is symptomatic with shortness of breath, dizziness and chest pain and now an echo is revealing a velocity over 5 and mpgs in the 70s. The patient is currently getting worked up at advocate good shepherd hospital for potential re-intervention. There is no scheduled case date at this time. Per the fcs, we have been encouraging this site to perform a tee. Per the fcs, it was noted that this patient was cath'd without capturing gradients and that they are considering explant prior to confirming root cause.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.